Event description:
The customer contact reported a delay in critical therapy following the touchscreen did not respond. On an unspecified date and time the device was programmed to deliver an unspecified concentration of norepinepherine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported that while titrating the dose rate of the norepinepherine, the touchscreen and the on/off key did not respond when pressed. At that time, the nurse used the emergency manual release to eject the cassette. Therapy was resumed with a replacement device. Although there was potential for serious injury, there were no reported adverse pt effects. No medical intervention was required. Though requested, no further info was provided.

Manufacturer narrative:
This device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.